Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was higher than 600 mg/dl. Customer went to the emergency room (ER) and was treated with fluids and insulin. Customer was released from the ER six hours later with blood glucose at 200 mg/dl.